Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the distal end and adhesive around the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported the returned device found foreign material in the distal end and adhesive around the light guide lens during evaluation. However, the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.